Event description:
Pt was a difficult IV access requiring ultrasound insertion. Cannula was placed on 2nd attempt. Once inserted and IV fluids started, it was noted that the cannula was leaking from the patient side of the cannula hub, where the flexible cannula meets the plastic pink hub. Lot number is 22k22g8242. IV needed to be removed and it took 2 further attempts to gain IV access.